Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer does not recall any significant events leading up to the error. Blood glucose level was 384 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage keypad traces. However, the device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. The unit was received with cracked display window corners, reservoir tube, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.